Event description:
It was reported that the physician made a general comment that the tip of the progress guide wire is too stiff and the polymer cover makes the guide wire slippery, which causes dissections. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Additional information reported that the procedure was to treat a chronic total occlusion with heavy calcification. A stent was used to successfully treat the dissection and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.